Manufacturer narrative:
The device was evaluated. The evaluation found that no image was produced when tested with olympus, model series 180 scopes due to a faulty printed circuit board (patient board set). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-190, evis exera iii video system center was returned to olympus with no problem reported. During inspection and testing of the returned device, it was found that no image was produced when tested with olympus, model series 180 scopes. This report is submitted for the malfunction of no image. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. Per instructions for use: chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.